Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to challenging anatomical conditions. The treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device after a percutaneous coronary intervention procedure using an 8f sheath. Reportedly, the suture was successfully deployed, and the foot was fully closed without issue; however, during the device removal, there was strong resistance with the patient anatomy. The device was managed to be simply withdrawn. The suture was removed, and manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.